Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was recaptured due to an unacceptable deployment depth. Upon the second attempt, it was once again determined that the deployment depthwas unacceptable, resulting in a second recapture. Upon the 3rd deployment attempt, the valve was placed too deep, however it was decided to leave the valve in place. Subsequently, the valve dislodged ventricular, resulting in paravalvular leak (pvl) of unspecified severity. Approximately 1 year following the implant of the valve, the patient was re-hospitalized for chest pain. It was observed that the valve had migrated to 17-19 millimeters (mm) in relation to the native annulus following the procedure, resulting in moderate pvl. The patient is scheduled for a valve-in-valve procedure. Additional information was received to report a non-medtronic guidewire was used for the index procedure. The starting point for deployment was at the bottom of the pigtail. The index valve was implanted at a depth of 4mm on the non-coronary cusp (ncc) and 6mm on the left coronary cusp (lcc). Following dislodgement, the valve depth was 16mm on the ncc and 18mm on the lcc. Approximately one year, one and a half months following implant of the index valve, a redo transcatheter aortic valve replacement was performed with implant of a medtronic valve (evfxplus-29 r201388). No patient complications were reported as a result of this event.

Manufacturer narrative:
A second paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-34, serial/lot #: (B)(6), ubd: 31-may-2026, UDI#: (B)(4). The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, upon the first deployment attempt, the valve was recaptured due to an unacceptable deployment depth. Upon the second attempt, it was once again determined that the deployment depthwas unacceptable, resulting in a second recapture. Upon the 3rd deployment attempt, the valve was placed too deep, however it was decided to leave the valve in place. Subsequently, the valve dislodged ventricular, resulting in paravalvular leak (pvl) of unspecified severity. Approximately 1 year following the implant of the valve, the patient was re-hospitalized for chest pain. It was observed that the valve had migrated to 17-19 millimeters (mm) in relation to the native annulus following the procedure, resulting in moderate pvl. The patient is scheduled for a valve-in-valve procedure.